Event description:
The pt was experiencing withdrawal symptoms and had been hearing the pump alarm sound off and no for approx one wk. The pt has not had an mr1, but did have an "echo recently and flys rc planes". The telemetry logs were checked and showed a motor stall had occurred in 2006 with no recovery to date.